Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon may be attributed to aging deterioration considering the manufacturing date, or an external force applied to the device (for example: excessive rubbing during daily use over time, including reprocessing). The instruction manual identifies the following verbiage regarding the inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There was a v-shaped deformation affecting balloon function. Additionally, the ultrasound connector was leaking, causing the device to fail the leak test. Then the adhesive on the forceps cover was cracked and peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope due to an inflation issue during a diagnostic procedure. According to the initial reporter, the procedure was completed using another device, and the patient's outcome is 'stable'. During the device evaluation, it was discovered that the adhesive on the forceps cover was peeling. This report is being submitted to capture the peeling adhesive.